Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not have alternate insulin therapy available. Multiple attempts were made to follow-up with the customer if alternate insulin therapy was obtained; however no response from the customer was received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.